Event description:
The clinician contacted arrow clinicial support (acs) regarding a patient returned from the or post CABG. The iabp was experiencing helium loss alarms. The clinician could not correct the problem or get the console to pump. Clincian stated iab was inserted in cath lab without difficulty and no alarms. The patient went to or and pump continued to pump well until turned off while patient on bypass. When pump was turned back on, alarms began and pump would not function. Troubleshooting began.